Event description:
The hearing aid specialist noticed a wax guard in the users left ear canal during a routine follow up visit. The specialist removed the wax guard from the user's ear. There was no sign of irritation, damage, redness, or swelling. The user did not report any discomfort.